Manufacturer narrative:
For initial MDR submission 1823260-2021-03748-00, field b5 - describe event or problem should have been: "the initial reporter received a questionable elecsys troponin t gen 5 stat assay result for one patient sample tested on a cobas 6000 e 601 module." Rather than: "the initial reporter received a questionable elecsys troponin t assay result for one patient tested on a cobas 6000 e 601 module." As previously reported. The expiration date of the reagent is (B)(6)-2022. Upon investigation of submitted data, a general reagent problem can be excluded because the provided calibration data were within specifications. The qc data revealed that the target mean and ranges were not updated on the instrument as the majority of the qc measurements in the previous history were out of range for all levels. The customer reported that qc was acceptable. The alarm trace did not indicate an issue. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys troponin t assay result for one patient tested on a cobas 6000 e 601 module. The reporter stated that they have been obtaining high results for troponin t and that upon rerun, they would obtain lower results. The reporter was able to provide one example of a discrepant result: (B)(6) had an initial result at 4:38 of 311.7 ng/l. The repeat result at 8:38 was 8.36 ng/l. The initial result was reported outside of the laboratory. The repeat result was deemed correct. The patient was reported to have received treatment and underwent further diagnostic procedures because of the questionable result. The reporter stated that the patient did not experience any adverse event or harm because of the additional treatment or diagnostic procedures performed because of the questionable result. The patient was discharged from the facility. The reagent lot number is 490881. The expiration date was requested but not provided.